Manufacturer narrative:
The reported complaint of the autopulse platform ((B)(4)) displayed user advisory 7 (discrepancy between load 1 and load 2 too large) error message upon powering up the platform was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cell. The load cell was replace to remedy the reported complaint. Following service including replacement of the load cell and deburring of the clutch plate, the platform passed all testing criteria. The autopulse platform is a reusable device and was manufactured on 05 april 2016. Visual inspection was performed and no damage was observed. A review of the archive was performed and it showed multiple ua 7 error occurred on the reported event date. Initial functional testing could not be performed due to ua7 display upon powering up the platform. In addition it was also noticed that the clutch plate was sticky, unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
Upon powering up the autopulse platform during shift check, ua7 (discrepancy between load 1 and load 2 too large) error message was displayed. This error message could not be clear. No patient involvement.